Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the first port (clearlink) closest to the fluid bag; air was observed in the tubing. The issue was identified during patient infusion using a spectrum pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.